Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The customer attempted a geo-reset and rebooted twice without success. The system was restored after a geo-restart, but the procedure continued angio 2. Field service engineer (fse) conducted an onsite inspection and confirmed the reported problem. After reviewing the log, it indicated issues related to bodyguard. Fse confirmed intermittent geometry faults. To resolve the problem, the amc triple servo drive was replaced and returned the part for further analysis, but no failure observed. After replacing amc triple servo drive, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.